Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient experienced a seizure and loss of consciousness. When a fingerstick was taken the cgm was reading 86 mg/dl and the blood glucose reading was 15 mg/dl. The patient was treated by the parent with a glucagon injection, and an ambulance was called. The patient was brought to the hospital where they received further intravenous treatment, and were the body temperature and blood pressure were monitored. Patient was discharged on the same day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.